Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: headless compression screw 3.0 was used for a scaphoid fracture. Surgeon reduced the fracture and inserted four guide wires. (292.622s). Surgeon left one of the wires in the patient body, and attempted was made to remove the other three wires. During the removal process, the thread tips (about 2.0-3.0 mm) of two out of three wires were broken and the tips were left in the patients bone. The surgeon had tried to remove the (2) tips without any burden by rotating reverse. It was reported: no removal surgery necessary to extract the tips for the moment. Follow-up observation is in progress. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted, however, device is made of implant grade material. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.